Event description:
As reported by the legal team, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result. Patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of right knee orthopedic surgery with developed pain and swelling in the leg. The patient was diagnosed with acute dvt. The patient had an allergy to intravenous contrast. Approximately two years and three months post implantation, the patient experienced abdominal pain with nausea and vomiting. A CT abdominal scan was performed. There was a calcified granuloma at the left lung base. Calcified granulomas were also identified within the spleen and liver. There was descending colonic diverticulosis, without evidence for active diverticulitis. Note was made of extensive collateral vascularity surrounding the spleen and left kidney concerning for splenorenal shunt. The mid tines of the ivc filter appeared to extend beyond the wall of the blood vessel. There was no retroperitoneal hemorrhage. The filter was implanted at the l3-l4 region due right lower extremity deep venous thrombosis with contraindication to anticoagulation. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports fatigue, migraines, coordination difficulty (falling, difficulty with balance), memory issues, abdominal pain, leg pain, and bladder incontinence.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to perforation of the inferior vena cava. The patient also reports fatigue, migraines, coordination difficulty (falling, difficulty with balance), memory issues, abdominal pain, leg pain, and bladder incontinence. The indication for the filter implant was deep vein thrombosis status post right knee surgery with a contraindication to anticoagulants. The filter was place via the left femoral vein and deployed in standard fashion at the l3-l4 junction. The patient reportedly tolerated the procedure well. Approximately two years and three months post implantation, the patient experienced abdominal pain with nausea and vomiting, an abdominal computed tomography scan noted a calcified granuloma at the left lung base in addition to the spleen and liver. There was descending colonic diverticulosis, without evidence for active diverticulitis. Note was made of extensive collateral vascularity surrounding the spleen and left kidney concerning for splenorenal shunt. The mid tines of the ivc filter appeared to extend beyond the wall of the blood vessel. There was no retroperitoneal hemorrhage. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Pain does not represent a device malfunction and maybe related to underlying patient specific issues. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined, the anatomical location of the pain has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result. Patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.